Event description:
The customer reported that 24 minutes into a therapeutic plasma exchange (tpe) procedure,the patient's blood pressure dropped to 70/48. The operator decided to begin rinseback.midway through rinseback, the patient's blood pressure dropped to 70/28 and the operatordecided to end the procedure. The physician was notified of the patient's condition, but didnot immediately return the call. Approximately 5 minutes after the procedure was ended andthe patient was disconnected, the patient went into asystole. The patient was dnr, and heexpired.the disposable set is not available for return for evaluation because the customer discarded it.this report is being filed due to a patient death, though at this time, it has not beendetermined, but is not suspected that the device caused or contributed to the death.

Manufacturer narrative:
Investigation: a service call was placed for the equipment. The terumo bct service technician was not able to duplicate the reported condition. The technician verified all were voltages within specifications, and verified all pumps, pump rotors, valves, rbc detector, ccm and pressure sensors were functioning per manufactures specifications. The centrifuge shroud was replaced due to small cracks around the screw mounts. A kit was loaded and a complete prime test and simulated saline run were completed successfully. The customer was notified that the machine was ready to be put back into use. Investigation evaluation and corrective actions are in process. A follow-up report will be provided

Manufacturer narrative:
Investigation: per the customer's hospital's internal evaluation and consultation with the physician, the patient's disease state was the reason for the death. The device was not implicated. Investigation evaluation and corrective actions are in process. A follow-up report will be provided

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A review of the lot for similar reports was carried out, none have been reported. Per the discharge summary of the patient, the cause of death was listed as: diffuse alveolar hemorrhage and a massive hemoptysis, possibly secondary to a permanent lupuspneumonitis. Acute respiratory distress syndrome (ards) and multi-organ failure. The patient was not responding to any of the interventions attempted, so plasmapheresis was attempted as a last resort. Root cause: based on the evaluation of the patient by the physician, the cause of death was due to the patient's disease state.

Event description:
The full patient ID number is (B)(6).